Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vse instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the system logs revealed there were no related errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy procedure, the vessel sealer extend (vse) instrument had pieces of tissue getting stuck to the jaws, causing more bleeding. No errors were displayed by the system when the issue occurred. The vse instrument seemed to seal and cut. However, tissue would tear when the jaws of the instrument were opened because tissue was stuck to the jaws. The following information is unknown: what specific tissue was injured/torn, the blood loss volume associated with the bleeding, and what medical intervention (if any) was rendered due to the complication. The procedure was completed robotically. The surgeon believe the issue was related to extensive use of the vse instrument and carbonized tissue stuck to the jaws of the instrument.